Manufacturer narrative:
Investigation into the event showed that the customer is not performing required daily maintenance. As a result, the signal reagent probe was obstructed with residue. Causing a reduction in light signal generating the false negative results. The root cause of the event is user error in not following the recommended daily maintenance procedures.

Event description:
A customer observed a false negative hbsag result for a positive control fluid on the eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.